Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened broken phacoemulsification tip with a sleeve, without a wrench, in a blister in a tray was received. The sample was visually inspected and found to be nonconforming, phacoemulsification tip was broken at cone to transition are, the cannula was still in the sleeve. Breakage is very jagged. Cracks in cannula where part broke in 2 pieces was also observed. Wall thickness is very uneven. Thin walls on one side & thicker walls on other side, on both pieces at break area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phacoemulsification tips. An investigation has been initiated and is currently in progress, to further investigate the broken phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported phacoemulsification tip broke in half during procedure. The procedure was completed with a new phacoemulsification tip and sleeve. There was a patient contact but no patient harm.